Event description:
The customer reported that following a diagnostic catheterization procedure on 4/27/99, the technician deployed the 1st #5 vasoseal vhd collagen plug. The technician was unable to deploy the 2nd vasoseal vhd collagen plug. A sheath separation occurred. The sheath was safely removed from the patient's groin. Hemostasis was achieved and no further complications were reported.